Event description:
Boston scientific received information that during a device change out procedure this chronic left ventricular (lv) lead exhibited a loss of capture and impedances greater than 2000 ohm when using any lv ring configuration with the new cardiac resynchronization therapy defibrillator (crt-d). No impedance was measured through the pacing system analyzer using the ring configuration. The physician elected to keep this lv lead implant with this new crt-d and utilized the lv tip in a lv tip to coil configuration. In this configuration, the lead had normal sensing, pacing impedance, and thresholds. No adverse patient effects were reported. It was later reported that the thresholds had increased and the lead exhibited greater than 2000 ohms. As a result, the lead was surgically abandoned and a new lead was successfully implanted. Again, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.